Event description:
It was reported that when the patient was intubated, the nurse was unable to obtain adequate return volumes while on the ventilator. The endotracheal cuff/balloon was suspected to be ruptured or damaged. The endotracheal tube was replaced and no more trouble with cuff issues or return volumes.

Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacture cannot be determined. No sample has been returned for evaluation. A copy of the maude report is attached to this manufacturer's report for reference.